Event description:
Complainant alleged that during biomed testing. The device displayed a "bride test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.